Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor storage.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter ((B)(6)) is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 73mg/dl. The customer's expected fasting blood glucose test result range is 150mg/dl to 200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is store in the kitchen, no according to specification. The customer informed of the proper storage recommended by manufacturer. The test strip lot manufacturer's expiration date is 01/28/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: the customer is concerned with the result of 73 mg/dl on (B)(6) 2016 at 8:42 am. The customer states that the results getting are reading too low. The customer is not experiencing any symptoms of low blood sugar and does not need to seek any medical attention. The customer has not made any recent changes in diet, exercise regimen, or medication. No adverse event reported.